Event description:
As reported, during a laparoscopic procedure an optifix fixation device was being used to fixate bard soft mesh. The device deployed a broken fastener and jammed. The broken fastener was removed from the patient body. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed a broken fastener and jammed. Evaluation of the returned sample finds for a bent guide wire and bent back up tabs at the cannula tip. The reported and found performance issues is a known result of the bent guide wire/tabs. Based on the investigation performed, the root cause of the bent guidewire and backup tabs were found to be from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated.